Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. The locking mechanism has up and down movement and will not function properly. New components were added to replace the worn internal parts. A review of the device's manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
The user facility returned the a3059 mayfield 2 series skull clamp for service and repair because the lock release button is not working properly.